Event description:
Resident had fallen in the bathroom and 4 staff were assisting to transfer him with a sling clip and a floor lift. The resident was raised for approximately 8 inches off the floor when staff heard a noise. One clip of the sling had broken off and fell to the floor. Resident was lowered to floor when transferred with a tenor lift and another different sling. No injuries were reported. Please report MFR report # 9681684-2014-00018.